Event description:
Caller reported a cgm error, specifically error 42, involving the g6sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided information and guided the caller through a pump reset, after which the cgm error code did not reappear, and the caller was able to successfully start their sensor session.